Event description:
The customer reported that the mp5 monitor did not alarm a red alarm when spo2 decreased to 55. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the mp5 monitor did not alarm a red alarm when spo2 decreased to 55. No pt harm was reported. This complaint was deemed reportable due to the fact that the customer alleges the mp5 monitor did not alarm a red vital alarm. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.